Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a trial patient who was experiencing a lot of problems. It was reported that the trial was implanted on (B)(6) 2015 and the patient felt stimulation in the back of the left leg when they left the clinic. However, as soon as they got home, the patient began feeling stimulation in the right knee. The patient was instructed to increase the stimulation on program a until he could feel the stimulation and the patient should have pain relief. However, the patient was on program a, felt stimulation, but continued to feel pain in the back of the left leg because the stimulation was not being felt in the back of the left leg. The patient was only feeling stimulation in the right knee. Additional information was later received from a manufacturer representative regarding the patient. The manufacturer representative saw and reprogrammed the patient twice. The physician did an x-ray which showed the lead moved down 1 vertebra and a little to the side. They were able to get effective stimulation when the patient was in the office but, when he went home, he would lose stimulation in the desired area. The physician felt it was due to the patient's size (he is a big man), and the twisting required for him to get in and out of a car caused the lead movement. The physician determined the patient would not go on for implant.